Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint was confirmed. (1) unpackaged ar-9800 synergy rf console was returned for investigation. The returned device was visually inspected, and it was noted that there were normal signs of wear and tear. The returned device was trying to be tested with an ar-9811 lot#1611023 and saline water to be evaluated under normal use conditions to see if the issue(s) reported could be reproduced. As soon as the ablator was connected, the device gave an error message: "rf output failure error code 36 contact technical services." Error code refers to failure on the power supply (board damaged). A cause of the reported failure can be attributed to wear and tear from extended usage in the field since the device was manufactured in 2017.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6)2023, it was reported by a arthrex employee via sems that an ar-9821 ablator and ar-9845 ablator, and ar-9800 console are showing error 36 "output failure". This was discovered during a case, surgeon needed to create a larger incision to finish case.